Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a low battery. They had used new fully charged batteries. The battery lasted 2 days. The customer can use the same battery again and the insulin pump would show a full battery. The problem exits even with new battery cap. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.